Manufacturer narrative:
On 10/03/2019, the investigation on the suspected medical device was completed. Investigation summary: the analysis results show that the device appeared to be intact. Leak testing revealed that there was a leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Since no lot number was provided, no manufacturing record evaluation could be performed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation.

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with an unknown saline implant and experienced postoperative left-sided deflation. The diagnosis was confirmed by a physician on (B)(6) 2019. As a result, the patient underwent removal and replacement on (B)(6) 2019.